Event description:
It was reported post op to an adjustable gastric band, the pt received one fill of a 1/2 cc. In early 2009, pt experienced heart burn, wash back so the surgeon removed the 1/2 cc. It was noted that pt had eaten a chicken meal at a local restaurant that may have contributed to her symptoms. Two months later, the pt returned and disclosed that she is non compliant to the diet regime. Reported vomiting approx three times a week and was having difficulty with her memory. The surgeon recommended an upper gi. The result did not show anything, the band was placed appropriately. An endoscopy was performed and the test results showed esophagitis, dilated esophagus and mechanical obstruction. The radiologist recommended removal of the band. The pt also had an MRI that showed lesions on the head. On the following month, the band was removed laparoscopic and there was a notable capsule of thickening tissue. An inamed calibration tube was used to see if it could go down to determine how tight the capsule was. The tube could not pass the capsule inflated. At this point a vertical incision was made thru the capsule. After that the surgeon was then able to pass 20cc of fluid along with the calibration tube. The pt stayed one night in hospital. An upper gi was performed and there was no more difficulty swallowing, no more coughing and the pt is well overall.

Manufacturer narrative:
Information anticipated, but unavailable at this time.